Manufacturer narrative:
(B)(4). Additional MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02953, 0001825034 - 2020 - 01793. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs identified the following: pain prior to revision. Osteolysis noted behind acetabular component. 500 ml clear joint fluid sent for cultures. Extensive amount of pseudotumor membrane, removed. Osteolytic bone on anterior and posterior aspect of femur. Femoral component, porous ingrowth noted, solidly grown into place. No evidence of wear on head or acetabulum; however pseudomembrane between the ball and femoral component right at the level of the trunnion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One m2a-magnum mod hd sz 46mm item# 157446 lot# 787180 was returned and evaluated. Upon visual inspection there is scuffing and wear lines on the outside diameter of the device. There is no debris inside of the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: us257852 magnum trispike cup 52odx46id 916000. 139256 m2a-magnum 42-50 tpr insrt std 445270. 51-103100 tprlc 133 t1 pps so 10x140mm 2624156. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01794, cup.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip procedure. The patient was revised seven years later due to pain, metallosis and extensive pseudotumor formation. No additional information is available.